Manufacturer narrative:
The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was unable to be replicated. They ran an operational check and the device passed all checks and was put into service. The asp did find a damaged printer, which is addressed in (B)(4). Based on the conclusion of the evaluation, it was determined that there were no errors. The operational check ran successfully and the asp was unable to replicate the reported issue. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed an operational check. There was no patient involvement.